Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an alarm during the manual prime. Troubleshooting was performed, and found that the drive support cap was flush. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had a cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube and missing end cap sticker.